Event description:
Patient had rib plate installed about a year ago (2017) as part of a chest wall reconstruction. The plate broke and revision surgery was performed to remove the plate. Additionally there was some wire used to wrap around the plate and bone, this wire is not part or acute product line. The rib plate and four screws were removed. The broken edges of the plate were bent, deformed and worn smooth, indicating that the edges likely rubbed against each other. The screw heads showed some wear likely from the wire rubbing on the screw heads, otherwise screws were undamaged.